Event description:
It was reported that the patient will undergo an explant of the ipg due to difficulty charging.

Event description:
It was reported that the patient will undergo an explant of the ipg due to difficulty charging.

Manufacturer narrative:
Additional information was received that explant procedure was done wherein the ipg was replaced with a new one. The patient was doing well after the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics. The possibility that electrical leakage could cause stimulation in the patient's pocket site was investigated. Leakage current was in the normal range. Therefore, the reported complaint of the ipg causing stimulation at the pocket site was not duplicated or confirmed.